Event description:
Tampon was broken [device breakage]. Tampon was a little loose, gauze didn't cover the tampon completely [device physical property issue] case narrative: consumer reported via phone that the tampon broke when she took it out. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.